Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3889-28, lot# j0235527v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient's sister reported that something was wrong with the battery. The first ins there was something wrong with it and they took it out a month after surgery. Event date for 1st ins removed because of issue was (B)(6) 2003. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.